Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having acdf at c4-c7 s pinal therapy for anterior discectomy. It was reported that the screw broke at the proximal end just below the head.  Fragment remains in the patient. Second piece was discarded of. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.